Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device was received for evaluation. A review of the event history revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device passed electrical and functional testing. A review of the device service history and device history did not identify any issues related to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The patient was connected to the homechoice at the time of death. The cause of death was not reported. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device met electrical and functional specification requirements. An internal and external visual inspection was performed with no problems identified. There was no evidence of fluid or moisture found within the device. The cause of the reported event could not be determined through the device evaluation. If additional relevant information is received, a supplemental medwatch will be filed.